Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittently the fill estimate was static. Customer continued to use pump for insulin therapy. Customer's blood glucose was 104-249 mg/dl.